Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the antrum of the stomach during an upper endoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter to deploy and snap and crackle was heard smoothly. However, when the pop occurred, the clip would not release from the catheter to deploy. Additionally, the pliers was used to push the deployment catheter forward and the clip released onto the tissue. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. The catheter was kinked at the proximal section and the control wire was kinked at the handle section. Microscope examination was performed, and it was observed that there were hits found on the top and friction marks inside of the bushing. Dimensional examination was performed on the bushing outside diameter, and it was observed to be within specification. A dimensional examination was performed between the hooks of the bushing, and both sides a and b were found to be within specification. During the product analysis, the bushing showing hits on the top and friction marks inside could have generated due to the yoke impacted on the top and inside of the bushing that cause difficulty to releasing the clip assembly from the catheter, whereby, an over manipulation of the device could affect the integrity of the component when the customer tried to release the clip assembly. Additionally, the catheter kinked was due to manipulation of the device when the physician tried to release the clip from the catheter. Besides, the control wire was kinked in the handle section likely due to the customer used pliers to push the deployment catheter forward in order for the clip to release onto tissue. This action is mentioned in the instructions for use (IFU) "a wire-cutter should be available on the endoscopy cart and be used to cut the coil where it exits the endoscope". The reported event of clip failed to release from the catheter was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the antrum of the stomach during an upper endoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter to deploy and snap and crackle was heard smoothly. However, when the pop occurred, the clip would not release from the catheter to deploy. Additionally, the pliers was used to push the deployment catheter forward and the clip released onto the tissue. The procedure was completed at this time. There were no patient complications reported as a result of this event.